Event description:
It was reported that patient presented for scheduled generator change procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited over sensed noise. The procedure was initiated with the intent to revise the rv lead; however, during the procedure, it was determined that the vessels were occluded, and the lead could not be revised. The procedure was subsequently abandoned, and all existing devices remained implanted. Patient condition was stable.